Event description:
Litigation papers allege; the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum; caused severe pain, constant grinding, clicking and crackling sounds, and discrepancy in leg length; inhibited patient's ability to walk, move, stand up and perform tasks at work and home; caused elevated blood levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege; the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum; caused severe pain, constant grinding, clicking and crackling sounds, and discrepancy in leg length; inhibited patient's ability to walk, move, stand up and perform tasks at work and home; caused elevated blood levels of chromium and cobalt. Doi: (B)(6) 2006 right hip. Dor: none reported. Patient residence: (B)(6). Update - der rec'd - updated product information, hospital / surgeon information and clarified pain / noise / dissatisfaction and metallosis to the reasons for revision.